Event description:
It was reported that during a lap adjustable band procedure, during insertion of the band through a trocar, the grasper was inserted smoothly. The band was still outside the trocar. When the surgeon removed the grasper, it was noticed that the silicone of the band was ruptured just behind the suture. Used a new band to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 07/16/2008. Information anticipated, but unavailable at this time.